Manufacturer narrative:
The customer service representative reviewed the module logs and the alinity I processing module, serial number (B)(6) was considered the cause of the issue. The instrument service history review revealed no additional ticket related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Event description:
The customer observed false reactive results close to the cutoff generated on the alinity I processing module for the following assays alinity I hiv ag/ab, alinity I anti-hcv, alinity I anti-hbc. The customer believes that the results should have been negative. The following data was provided: alinity I hiv ag/ab ¿ 23 reactive results generated, and the customer believes some of them should have been negative (specific values or data not provided), alinity I anti-hcv ¿ 21 repeat reactive results generated, and the customer believes they should have been negative (specific values or data not provided), alinity I anti-hbc ¿ 9 repeat reactive results generated, and the customer believes they should have been negative (specific values or data not provided), no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.